Manufacturer narrative:
H.6. Investigation: no samples or photos were returned for analysis. No DHR review can be carried out as lot number is unknown. The root cause could not be determined and complaint is unconfirmed.

Event description:
It was reported that an unspecified number of an unspecified bd autoshield duo insulin pen needle experienced an inability to deliver insulin/medication and leakage during use. The following information was provided by the initial reporter: I would like to submit a product complaint about autoshield duo insulin pen needles. One of my clients is currently experiencing comparability issues with u 500 insulin pens. She says that she can push out only the half of the required dose and after removing needle the rubber top of the insulin pen is completely destroyed with insulin leaking out. The issue persists with different pen and autoshield needles from different supplies/boxes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).

Event description:
It was reported that an unspecified number of an unspecified bd autoshield duo insulin pen needle experienced an inability to deliver insulin/medication and leakage during use. The following information was provided by the initial reporter: I would like to submit a product complaint about autoshield duo insulin pen needles. One of my clients is currently experiencing comparability issues with u 500 insulin pens. She says that she can push out only the half of the required dose and after removing needle the rubber top of the insulin pen is completely destroyed with insulin leaking out. The issue persists with different pen and autoshield needles from different supplies/boxes.